Manufacturer narrative:
The fsr was performing pm of the device when the perfusionist stated that the heart lung machine (hlm) was running on battery. The fsr could not duplicate the reported issue, but he did observe the 'batteries due for 2 year replacement' message and that the ccm date jumped to 09oct2070. The fsr replaced the ccm coin cell battery. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) displayed a 'batteries due for 2 year replacement' message. There was no patient involvement.